Event description:
Information received indicates the technician found the power cord had a high ground resistance reading during testing.

Manufacturer narrative:
The technician installed a new power cord to repair the bed.